Event description:
Event: unresolved type I endoleak and stent placement in the graft. Case details: the patient was reported to have a tortuous and angled superior neck. A type I endoleak was noted at the superior attachment system. While attempting to place a cuff in the superior attachment system, the device got hung up in the cage causing graft redundancy in the limb. A stent was deployed in the in the ipsi limb. The patient will be monitored by the physician.